Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sigmoidectomy at the first firing. When the reload was attached to the reported handle and used on the sigmoid colon, firing advanced a little and abnormal crack sound was generated. Even the handle was squeezed, it was in idling condition. New handle and cartridge were used and there was no problem. There was no patient harm.